Event description:
It was reported that during a prostate procedure, the tip of the fiber broke. The physician was able to remove the tip from the patient. The procedure was completed using a second fiber. Patient outcome "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber and glass cap show a fracture at the uv glue zone; the uv glue zone appears melted; the glass cap /metal cap are detached and returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap is loose and can be easily removed from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The tip of the fiber broke at 132,000 joules of use and 20 minutes. The fiber tip (cap) was cleaned during the procedure.